Event description:
The account alleged the siderail will not go up. No pt impact.

Manufacturer narrative:
Technician found the safety bracket on the siderail is catching the siderail latch. The technician adjusted the safety bracket on the siderail to resolve the issue.